Event description:
It was reported that the patient presented for follow-up. Decreased sensing and increased capture threshold were observed. The lead was explanted and replaced when repositioning was unsuccessful. The patient condition is good.

Manufacturer narrative:
No medwatch form was received.